Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Dexcom was made aware on (B)(6) 2016 that the patient experienced low audio output from the receiver and an adverse event on (B)(6) 2016. Patient experienced a low overnight. The patient dropped to 17mg/dl and was taken to the emergency room (ER) via ambulance. Patient stated that they could only remember being taken in the ambulance and then waking up in the hospital as they had lost consciousness. Additionally, it was indicated that the event was may not have been related to the receiver alarm not being loud enough. It was reported that at the time of the event, the receiver was muted due to a physical object obstructing the sound, the patient's wife was not in the same room and that the patient was using a sleep apnea mask which generates a loud noise. At the time of contact, patient tested the receiver alarms and stated that he recalled the audio being louder when he first got the receiver and that the audio has diminished over time. At the time of contact, the patient was in normal condition. No additional event or patient information was provided. No product was returned for evaluation. The reported event could not be confirmed. A root cause could not be determined.